Manufacturer narrative:
Integra has completed their internal investigation on december 26, 2016. The investigation included: methods: review of device history records review of complaints history results: items of the same lot are available in inventory. Visual examination referring to the color chart is performed. The incident is not confirmed. The color of screws is compliant with the specifications. DHR review; no anomalies that could be associated with the complaint were observed. Complaints history; (B)(4). Conclusion: the incident is not confirmed.

Event description:
It was reported that the screw with reference number 112113 has color not matching with the usual purple. The screw looks like blue as product reference 112112. Device not in contact with the patient, the issue was discovered by the hospital before use. Customer states that this issue could lead to confusion.

Manufacturer narrative:
Visual examination referring to the color chart verified the complaint as valid. The screws references (B)(4) and (B)(4) have the same color (blue), so they could be mixed up in the sets. The difference of colors for the two products is not very clear. We clearly claim on our brochure that the colors are different for different sizes, but on the picture sent by the customer the color seems the same and it is confusing as indicated by customer. Corrective actions were taken by the supplier to update their process of anodization. We requested the code (B)(4) purple which is in fact similar to the color of screws (B)(4), creating the confusion between the two products (B)(4) and (B)(4).